Event description:
Additional information was received. On (B)(6) 2012, the patient's implantable pulse generator (ipg) was replaced. There were no obvious issues seen with the device during explant. The patient had significant therapeutic benefit: better than the old device. The therapy was still 'not where it should be.' The patient had complained of a metallic taste and some intermittent discomfort before. With the new ipg, all of this went away. The patient was scheduled to return on (B)(6) 2012 to see how she was progressing and if the new programming held. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received and reported that the patient recovered without sequela following explant. It was noted that the implantable neurostimulator (ins) was near the elective replacement indicator (eri) prior to explant. Following implant of the new device, the patient was programmed post operation and the previous parameters were used. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the manufacturing representative thought there was a ¿flaw or anomaly¿ with the patient programmer and how it was syncing with the device.

Event description:
Additional information received reported, the patient had an appointment on (B)(6) 2012. It was stated that the patient was unsure whether the message on the programmer was oor or por (power-on-reset). The message had been cleared and was not there at the time. The manufacturer's representative worked on reprogramming for over an hour with poor results. Impedances were normal, but therapeutic benefit was marginal. The patient was instructed to use the current settings 24/7 for three to four weeks and return for an office visit. Approximately one week later, additional information regarding the june appointment was received. It was reported that the patient was not receiving "anywhere close to the same" therapeutic effect as her old system that had been replaced. The reprogramming made it 15-20% better. "Interleaving" was attempted in the past with adverse response so it was abandoned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was "functioning normally" and that the stimulation was "within specificati ons." It was stated that the cause of the event was "not due to a device issue."

Event description:
An out-of-regulation (oor) condition was reported. The patient programmer displayed a "call your doctor" icon and the patient was unable to adjust stimulation. The oor condition occurred intermittently when the patient was standing, regardless of whether she increased or decreased stimulation. The patient had a reprogramming session the week of (B)(6) 2012 and was getting the oor message on her programmer. The same week the physician indicated the implantable neurostimulator was okay. No further diagnostics had been performed. The patient had an appointment scheduled for (B)(6) 2012. The patient was doing well and was getting constant paresthesia.

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was unexpectedly turning off. It was also noted she had been receiving 'very little benefit' since replacement of her extensions and implant of her new ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer. Product ID 37092, lot # 244080002, implanted: (B)(6) 2010, product type accessory. Product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension. Product ID 3550-68, lot # n189845, implanted: (B)(6) 2010, product type screening device. Product ID 3387s-40, lot # v291389, implanted: (B)(6) 2009, product type lead. Product ID 3387s-40, lot # v291389, implanted: (B)(6) 2009, product type lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been to her physician on (B)(6) 2012 and imaging to determine lead placement was not performed. Therapeutic benefit was reported as no better with the new device, and impedances were "perfect." The patient did not want the lead revised regardless of any imaging tests.